Event description:
It was reported that a patient's right ventricular (rv) lead exhibited non-sustained right ventricular oversensing episodes. X-ray was performed and revealed that the rv lead had dislodged. The physician elected to perform lead revision and the rv lead is working appropriately now. The patient was stable following the procedure.